Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured. Part of the screw is still stuck in the implant. Removal techniques were discussed with the customer and the patient is coming back for the removal attempt. Tooth location 18.